Manufacturer narrative:
Product complaint # (B)(6). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify : suture broke during operating patient at the time of anastomosis. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No specific details on unexpected outcomes. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) operating surgeon dr. Nitin borkar ( pediatric surgeon) is the source of information along with the ot staff. Device return status? Broken suture discarded by staff. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: mwr-21012024-0001555975, mwr-21012024-0001555976, mwr-21012024-0001555977, mwr-21012024-0001555974.

Event description:
It was reported that a patient underwent a hypospadias procedure on (B)(6) 2024 and suture was used. During the procedure, the suture is breaking off during surgery. No adverse patient consequences were reported. Additional information was requested.